Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative check, it was discovered that the right atrial (ra) lead was dislodged. It was noted that there was no atrial sensing or capture. The ra lead was revised. No patient complications have been reported as a result of this event.